Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time, which seems to be the reasons for the perceived intermittent sound. Reportedly it could also be observed from diagnostic imaging that the electrode array has migrated partially out of cochlea, which likely caused the reported pain by electrical stimulation in the middle ear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user started experiencing intermittent sound quality with her cochlear implant around (B)(6) 2019. The issue sometimes resolved when she pressed the coil against her implant site. The user was re-implanted on the (B)(4).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user started experiencing intermittent sound quality with her cochlear implant about 2 months ago. The issue is sometimes resolved when she presses the coil against her implant site. The user also reports headaches and neck pain. She caught the flu about one month ago but stated that the symptoms began prior to the flu. No head injury was reported.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient was experiencing intermittent sound and head/neck pain. In situ measurements point to a damaged electrode by device minute mobility which seems to be the reasons for the perceived intermittent sound. Reportedly it could be also observed from diagnostic imaging that the electrode array has migrated partially out of cochlea, which likely caused the reported pain by electrical stimulation in the middle ear. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user started experiencing intermittent sound quality with her cochlear implant about 2 months ago. The issue is sometimes resolved when she presses the coil against her implant site. The user also reports headaches and neck pain. She caught the flu about one month ago but stated that the symptoms began prior to the flu. No head injury was reported.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient was experiencing intermittent sound and head/neck pain. In situ measurements point to a damaged electrode by device minute mobility which seems to be the reasons for the perceived intermittent sound. Reportedly it could be also observed from diagnostic imaging that the electrode array has migrated partially out of cochlea, which likely caused the reported pain by electrical stimulation in the middle ear. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user started experiencing intermittent sound quality with her cochlear implant about 2 months ago. The user was re-implanted on (B)(6).